Event description:
The device was used during a colon resection procedure. It was reported by the affiliate that after firing the device, there was bleeding at the staple line. The suture line was completed by hand suturing. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cartridge batch number: j45k5j; drivers present in cartridge, present/up; gapspace pin condition: good; instrument halves: joned/separated, not returned; staples present? Formed/unformed, none and swing tab postion: unlocked, locked. Analysis conclusion: based on the info received and the visual inspection, no conclusion could be reached as to what may have caused the reported incident. The cartridge was received fully fired. The instrument was not returned with the cartridge. As the instrument was not returned, further functional testing could not be performed. Mfg and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.